Event description:
Normalized the omni wire after plugging it in, device was not inserted into patient as a warning message came across the screen "the fm - pm has detected a short on the pressure wire. Reseat the wire, if situation persists replace the wire." The device was unplugged and plugged back in, with no fix to the issue.